Event description:
This lead was explanted on (B)(6) 2011 due to an unknown product performance issue. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)